Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia solution bag had restricted flow of solution through the administration port. This occurred during infusion of 0.8mg milrinone lactate. The reporter stated that they had folded the bag so it would fit into a pouch with a non-baxter heart pump, which led to the administration port becoming kinked. The reporter stated that the restricted flow caused the heart pump to alarm and stop pumping fluid. There was no patient injury or medical intervention associated with this event. No additional information is available.